Manufacturer narrative:
The technician found the side rail springs are sticking. The technician cleaned and lubed the side rail springs to resolve the issue.

Event description:
The account alleged the side rail was not latching. No patient impact.